Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9218-15 serial #: (B)(4), description: precision m8 adapter, 15cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had a suspected lead extension failure. The patient underwent an scs system replacement procedure and was doing well postoperatively.